Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 202 mg/dl. Customer doesn't know what led up to the pump only showing parts of the screen when he hits the act button. Customer see's lines on the screen as well but he can't see the entire screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that his pump did get wet a week ago when it was raining. Customer decided to bypass an moisture damage troubleshooting.